Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen. On (B)(6) 2023, the patient experienced inaccurate cgm values which occurred an unspecified number of days after the sensor had been inserted in the abdomen. The patient was at home with his wife seated in his wheelchair going about his normal routine when he experienced shaking and jerking movements. The spouse attempted to stabilize the patient by holding onto him and the patient lost consciousness. There was no mention of cgm values, alerts, alarms or bg taken at that time. The spouse called an ambulance. The patient was in route to the emergency department (ed), emergency medical service (ems) checked the bg which was 39 mg/dl. There was no mention of cgm values at that time. Ems administered unspecified glucagon and the bg rose to 52 mg/dl at the ed. The cgm at that time was 82 mg/dl. The patient improved after treatment with glucagon and was discharged the same day. There was no documentation of further medical evaluation or intervention. At the time of the report, the patient was feeling fine. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator however a second set of values values fall within the b zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia, shaking and loss of consciousness.

Manufacturer narrative:
(B)(4)

Event description:
Subsequent to the initial MDR, a correction is required.